Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cystectomy. According to the reporter: customer informs that when they have performed the latero-lateral anastomosis it has created a fistula. The patient was injured. There was no extension of the surgery time by more than 30 minutes. It was necessary to re-operate. The patient expired due to secondary complications because of the digestive fistula. This information is based on the call from the sales rep and he himself has been informed on (B)(6) 2014 by the dr. (B)(6).